Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic inspection was then completed and no irregularities were identified. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. It was then attached to 500 ohms pacing loads and manual lead impedance measurement was done and was normal at 548 ohms. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output. A series of electrical tests was also performed, and again, normal device function was observed. The high pacing impedances observed in the field were not confirmed through analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was an attempted implant. However, when the right ventricular (rv) lead was connected to the device the pacing impedance measured > 2000 ohms. When the same lead was tested with the pacing system analyzer (psa) the impedance was 1484 ohms. The capture thresholds and sensing were fine. The lead was removed from the header and then reconnected and the same results were received. Set screws were retightened. Another implantable cardioverter defibrillator (ICD) was then used and measurements were normal. No adverse patient effects were reported.